Manufacturer narrative:
The sensor was not received for evaluation. However, malfunction was confirmed based on the serial and lot number of the sensor. Based on corrective and preventative action (CAPA) which addressed the issue, the root cause was identified to be a deficiency in the manufacturing process.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results in a supplemental report.

Event description:
On (B)(6) 2019, the user was made aware that the sensor has to be removed due to early sensor retirement.